Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many devices demonstrated the alleged deficiency on each involved patient event? If this event occurred in multiple procedures, please provide information requested above for each patient event. A) have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). B) what is the procedure name(s) and date(s)? C)what is the quantity involved per procedure d)was there any adverse patient consequence(s) or subsequent medical/surgical intervention? Status of product return.

Event description:
It was reported that a patient underwent a ent procedure in 2024 and suture was used. During the procedure, the suture was breaking while tying knots. Unknown how many were having this issue during this procedure but it was mentioned that this has happened before. Another suture of a different code was used to complete the procedure. There were no adverse consequences reported. 4 sterile samples returning. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/14/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.